Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 48-49 mg/dl. Customer required assistance from school nurse to consumed carbohydrates and suspended insulin to address bg.